Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device went into back vvi mode during cybersecurity upgrade. Technical support was contacted and guided the physician through firmware download. After the second attempt the download was successful and the device was restored to normal function. The cybersecurity upgrade was not successful. The patient was in stable condition.